Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3778-60, serial#: (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2013, product type: lead. Product ID: 3778-60, serial#: (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2013, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that there was a patient therapy issue. The cause of the device not working was that the lead moved. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins). It was reported that the patient¿s ins was explanted because it was working. The date of the event was not reported. No further complications are anticipated.